Event description:
It was reported by the customer that on (B)(6) 2010, the fiber exploded during the procedure at an unk amount of joules. Also, it was reported that the fiber beam went in two directions. Low potency was reported. The device was returned for eval.